Manufacturer narrative:
The subject device was returned to olympus¿s local distributor, but not returned to omsc. Therefore, the exact cause of the reported event could not be conclusively determined. The investigation was carried out based on the evaluation result including the photo by the distributor. The proximal side of tissue pad was worn away and partially peeled off. The manufacturing record was reviewed and found no irregularities. Based on the evaluation result by the distributor and the past investigation results, it is likely the reported phenomenon occurred by the following mechanism: * "seal & cut" output was activated while grasping a thick tissue with the tip of the grasping section. The proximal side of the tissue pad come in contact to the probe. As a result, the pad was worn away and partially peeled off. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by the health professional that during a hepatectomy using the subject device, the following event occurred. Probe damage error occurred after 3 hours and a half of use. The intended procedure was continued with another device. There was no patient injury reported. The subject device was returned to olympus¿s local distributor. On sep. 2, 2021, the distributor found that the tissue pad was partially peeled off.